Event description:
It was reported that an alert for high, out of range high voltage impedance and noise were observed via remote transmission. An alert for low pacing impedance on (B)(6) 2017 was also observed. The patient was brought into clinic and a lead revision was scheduled. During the procedure, externalized conductors were observed. The lead was explanted and replaced without difficulties. The patient was discharged later that day.

Manufacturer narrative:
A partial lead was returned for analysis in 3 segments. External insulation abrasion was noted at 0.6-1.3 cm from the reference consistent with lead friction to the ICD can. External insulation abrasions were noted 38.6-38.9 cm, 38.8-39.6 cm, 39.3-40.6 cm, and 40.9-41.2 cm from the distal tip consistent with lead friction to the ICD can. Internal insulation abrasions were noted at 9.4-10.1 cm, 9.2-13.3 cm, and 30.3-31.3 cm from the distal tip. The etfe coating was intact at these locations.